Manufacturer narrative:
One full osseotite parallel walled implant (fos310) was returned for investigation. Visual inspection of the as returned product identified signs of wear due to usage and substantial bone residue around the external threads and collar. However, the device had no evidence of any damage or malfunction. The device could not be functionally tested for the reported failures (bone loss & infection) since they are medical conditions. Measurements could not be taken due to the presence of bone residue on the device. Pre-existing condition noted on the per was diabetes. The reported device had been implanted on tooth # 34 (fdi) for approximately 11 years. X-ray & picture evaluation: x-ray or picture images were not provided. As a result, bone loss could not be verified. Device history record (DHR) review for the lot (695016) had revealed no deviations nor non-conformance which could have caused or contributed to bone loss and infection after implantation of the device. All products were conforming at the time they left zimmer biomet. The product was returned but the reported events (bone loss & infection) couldn't be verified since they are medical conditions. Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative.

Event description:
No further event information is avaliable at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant in dental site 21 had to be removed due to infection and bone loss.